Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: unknown. Batch#: unknown . Please see the attached complaint intake form. There was an incident at bc cancer surrey where the secondary infusion flowed into the primary bag. Additional info: 1. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No. 5. Please describe the issue. Patient was receiving an infusion and the nurse noticed that the secondary bag was empty when the pump still had 75 mls to be infused. She then noticed the primary bag seemed overfull compared to when the bag was hung. The secondary infusion seems to have flown backwards into the primary bag. The nurse then ensured the entire primary bag was infused to ensure all the secondary infusion was delivered, extending his treatment by 1 hour.

Manufacturer narrative:
It was reported by the customer that there was an incident where the secondary infusion flowed into the primary bag. Three samples of primary infusion set (B)(6) connected to three unidentified secondary were submitted for quality investigation. Visual inspection was conducted and no damages or abnormalities were identified. The infusion sets were primed and setup to conduct a simulated infusion. Each combination of primary and secondary infusion sets were to flow at a rate of 125 ml/hr for 1 hour. During the infusion the infusion sets were inspected for leakage, air-in-line, occlusion or backflow past the check valve. The customer complaint of flow issues - accuracy could not be verified. A root cause to the failure was not determined because the failure was not replicated. A device history record review for model 2420-0007 multiple lot numbers was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
Material#: unknown. Batch#: unknown. It was reported by the customer that there was an incident at bc cancer surrey where the secondary infusion flowed into the primary bag. The device has not been collected yet so I am not sure if the consumable products will be sequestered. Biomed will confirm when they receive the device. Verbatim: rcc received a complaint via email. There was an incident at bc cancer surrey where the secondary infusion flowed into the primary bag. The device has not been collected yet so I am not sure if the consumable products will be sequestered. Biomed will confirm when they receive the device. Additional info: 1. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No. 2. Can you please provide an exact date of event in format dd-mmm-yyyy? 11-nov-2024. 3. Can you please provide the material and lot number associated with reported issue? 4. Total number of occurrences? 5. Please describe the issue. Patient was receiving an infusion and the nurse noticed that the secondary bag was empty when the pump still had 75 mls to be infused. She then noticed the primary bag seemed overfull compared to when the bag was hung. The secondary infusion seems to have flown backwards into the primary bag. The nurse then ensured the entire primary bag was infused to ensure all the secondary infusion was delivered, extending his treatment by 1 hour. Additional info: I have answered what I know below in blue. I will ask if anyone knows the material or lot number for the tubing set. I¿m not sure how many occurrences of back check valve issues there have been in lmbme now. Some of the other engineers in lmbme meet with bd regularly to discuss issues so that should be most up to date for the occurrences of this issue. Let me know if I can provide anymore info.